Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting properly and smoke was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed. Tissue and char buildup were observed on the jaws. It was observed that the heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled/detached exposing the inner metal component. The detached silicone was not returned for evaluation. No other visual defects were observed. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. The handle which houses the switch component was opened. No evidence of contamination or erosion on the wires and switch parts. We were unable to observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" was not confirmed, but was confirmed for the analyzed failure modes "material twisted/bent" and "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting properly and smoke was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.